Event description:
The manufacturer's representative reported that the pin connector on the catheter is bent. The product was not implanted due to the bent pin; no patient injury occurred. The product was returned for analysis.

Manufacturer narrative:
Final device analysis reveals catheter pin connector anomaly.